Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side "folding" of implant and "possible rupture." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, crease flat, red particles and underweight. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior(shell/patch bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported unknown side "folding" of implant and "possible rupture." Device was explanted.